Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the battery in the insulin pump was continually dying. The battery did not last one week. The customer did not recall the blood glucose reading. No excessive button pressing was performed, the backlight was not used frequently, the customer did not perform daily set rewinds, and there were no unattended alarms. The battery was not expired. The customer was advised to clean the battery cap and insert a new battery and to revert to a back up plan per a health care professional if needed. The customer declined troubleshooting for the off no power alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected off no power alerts/anomalies, low battery or blank display anomalies noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The operating currents were within specification. The pump had cracked battery tube threads, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and a cracked belt clip slot.